Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) it was reported that the patient was having trouble with the device and that it was not working properly and that it was turning off. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
Note: ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803". If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that they called to doctor's office and they connected with this patient and they let them know that their device was working and they had gotten confused. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.